Event description:
Clip malfunctioned after it exited colonoscope but before deployment. Clip was extended through colonoscope preparing for deployment. Device partially opened. Then device would not open or close completely. Clip was cut from deployment device and retrieved with a net. Pt was not harmed. Reason for use: bleeding.